Event description:
It was reported that the insulin pump alarmed multiple errors when the customer tried to rewind the device. The customer's blood glucose was 238 mg/dl. After the alarms there was a customer was advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).